Event description:
(B)(4) stent implant registry . It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a hematoma occurred. A concentric occlusion was identified in the left external iliac artery. Intraluminal diameter was measured at 1.0 mm and the lesion length was 15 mm. A wallstent rp diameter 8 mm and the length 38 mm was implanted. Clinical and radiological assessment identified the procedure as technically successful. There were procedure related complications; intraperitoneal hematoma was reported. Severity, treatment and resolution of the hematoma were not provided. Angiographic result was described as good. At discharge, the subject was alive. Improvement in luminal diameter, (residual stenosis < or = to 30%), hemodynamic and clinical success was confirmed. Follow up assessment performed at 1 and 12 months found the subject alive with improvement in luminal diameter; hemodynamic and clinical success was confirmed. No information regarding the status of the hematoma at follow up provided. No data reported for 3, 6 and 9 month follow up assessment.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4) : device not returned for analysis.